Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (this device was manufactured before the UDI requirements). Device evaluation: the device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to an open fuse on the analog board. The repair of the device was declined thus the analog board was not replaced. The device was labeled not for clinical use and returned to the customer. Analysis for report of this type has not identified an increase in trend.